Event description:
It was reported that at follow-up on (B)(6) 2013, the right ventricular lead exhibited high pacing thresholds. On (B)(6) 2013, the patient presented to the emergency room with pre-syncope. Loss of ventricular capture was noted. The patient was admitted to hospital with a temporary pacemaker wire inserted. On (B)(6) 2013, the right ventricular lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.